Manufacturer narrative:
(B) (4)

Event description:
The pacemaker exhibited inappropriate spikes in the middle of the qrs on external telemetry. After the atrial pace, the device ventricular paced at various intervals. Some were at the programmed 350 ms delay while others were at 120 ms due to ventricular safety standby. The atrial iegm showed fre- quent atrial sensing with intermittent pacing due to noise. Based on testing, the atrial sensing did not appear to be due to lead or external noise. The device was programmed vvir.